Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the chuck with key device did not close as smooth as it did before was confirmed. An assessment was performed on the device and it was determined that the chuck was intermittently rubbing while it was opened or closed. It was further determined that the chuck was damaged. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the chuck with key device did not close as smooth as it did before. According to the report, the device was still usable. There were no delays in the surgical procedure. The surgery was completed using the same device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.